Event description:
It was reported that the procedure was to treat an unknown coronary artery. A 3.0 x 12 mm otw graftmaster and a 3.0 x 19 mm otw graftmaster were both advanced to the lesion to seal a perforation; however, neither device could cross the lesion. The perforation was successfully sealed with a balloon catheter. There was no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that it is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The jostent graftmaster referenced is being filed under a separate manufacturing report number.